Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. Continued (phone number): (B)(6). Continued additional (phone number): (B)(6). Continued additional email address: (B)(6). (Zip code): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side pain, breast deformity, hardening, irregularity in the breast, and capsular contracture, baker grade iii.